Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose level was 132mg/dl. Pump alarmed even after inserting a new battery. Customer was assisted with troubleshooting and was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.